Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that, one year post implant, this patient presented for their first follow-up. During the follow-up, no capture at maximum outputs was observed on this right ventricular (rv) lead. A lead dislodgement was suspected and this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that, one year post implant, this patient presented for their first follow-up. During the follow-up, no capture at maximum outputs was observed on this right ventricular (rv) lead. A lead dislodgement was suspected and this rv lead was explanted and replaced. No additional adverse patient effects were reported.